Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 110 which was not reproduced. System error 110 was confirmed through a review of the event history log. Evaluation could not find any component causality for the error as the device operated as designed.

Event description:
It was reported that a spectrum pump displayed system error 110. Any patient involvement, injury or medical intervention is unknown.